Manufacturer narrative:
The reported event was patient death. As received, the connector portion of the lead was returned for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient expired due to septic shock and methicillin-resistant staphylococcus aureus (mrsa) bacteremia driveline infection. The patient's left ventricular (rv) lead and right atrial (ra) lead were explanted. It is unknown if the patient's products or procedure contributed to their death.